Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tube experienced overfill and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. It is reported customer experienced over filling when using citrate tube. The customer stated: "during post marketing surveillance phone call, customer complained of having frequent sodium citrate light blue top sample tube overfill and underfilling, customer would like to know if there is a solution for this."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tube experienced overfill and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. It is reported customer experienced over filling when using citrate tube. The customer stated: "during post marketing surveillance phone call, customer complained of having frequent sodium citrate light blue top sample tube overfill and underfilling, customer would like to know if there is a solution for this."